Manufacturer narrative:
The insulin pump was received with cracked battery tube threads. The insulin pump was received with cracked end cap. All buttons were functioning properly and no damage on the keypad assembly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the bottom of the insulin pump got broken. The customer also reported that they had keypad anomaly. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.